Manufacturer narrative:
(B)(4). Results of investigation: a (B)(4) field service representative (fsr) evaluated the ventilator and saw that the unit's water trap and circuit had been removed by the customer. The fsr installed a water trap and circuit on to the suspect device and ran an est (extended system test) and the est passed without issues. The vte (exhaled volume) was monitored for 3 hours, periodically changing the rate, and the unit did not experience any issues or variation in tidal volumes that was out of specification. The reported issue could not be duplicated and the device meets service specifications.

Event description:
The customer stated that the ventilator would not reach maximum volumes while in patient use. The ventilator was removed from the patient and an est (extended system test) was attempted and the unit failed the leak test. There was no patient harm reported.